Event description:
It was reported that this artificial urinary sphincter (aus) had damaged tubing. The tubing was accidentally cut during another procedure and started leaking fluid. The tubing was clamped, and the aus was deactivated. At a later date, the tubing was reconnected, the pump was replaced, and the device was activated. There were no patient complications.

Event description:
It was reported that this artificial urinary sphincter (aus) had damaged tubing. The tubing was accidentally cut during another procedure and started leaking fluid. The tubing was clamped, and the aus was deactivated. At a later date, the tubing was reconnected, the pump was replaced, and the device was activated. There were no patient complications.